Event description:
The facility reported a patient was being transferred using an rpl450-2 lift. The resident was in the raised position, the locknut that secures the hanging bar to the mast came off, and the patient fell to the floor. The patient was still in the sling, and the hanger bar was on top of her chest. When the resident fell, her head was on one side of the lift, and her lower extremity was resting on the other side. The nurse removed the sling from the hanger bar and removed it from the resident¿s chest. The resident was admitted to the hospital with a right distal fibula fracture and a right distal tibula fracture.

Manufacturer narrative:
The reliant 450 battery-powered lift was returned to invacare where it received an expanded evaluation that was completed on 08/26/2019. The invacare reliant 450 lift was returned without a locknut for the shoulder screw which secures the hangar bar to the lift¿s boom, and the u-bracket at the end of the boom was bent to one side. The u-bracket likely became damaged when the user¿s weight shifted during the transfer. A determination as to whether the locknut was properly tightened or even present at the time of alleged incident could not be made. This issue was escalated to post-market risk management for additional review.

Manufacturer narrative:
Allegedly, the lift was inspected by an outside vendor in april 2019, and by the facility's maintenance department on july 6, 2019, and there were no problems found. The lift was taken out of the rotation after this incident and sent for an evaluation. The evaluation found that the lock nut needed tightening. The facility has stated that it has started do regular maintenance to check for worn or loose hardware. Invacare is aware of this issue, and it is being evaluated and addressed as needed. The rpl450-2 power lift was manufactured by invacare rehabilitation equipment co. ((B)(4)); however, they are no longer in business. The manufacture of these lifts has transitioned to invamex.. Should additional information become available, a supplemental record will be filed.

Event description:
The facility reported a patient was being transferred using an rpl450-2 lift. The resident was in the raised position, the locknut that secures the hanging bar to the mast came off, and the patient fell to the floor. The patient was still in the sling, and the hanger bar was on top of her chest. When the resident fell, her head was on one side of the lift, and her lower extremity was resting on the other side. The nurse removed the sling from the hanger bar and removed it from the resident¿s chest. The resident was admitted to the hospital with a right distal fibula fracture and a right distal tibula fracture.